Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range shock impedance measurement of greater than 200 ohms for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and reviewed the date from the remote monitoring system. It was noted that the shock wave form was different than expected. The patient was brought in for testing and it was noted that the impedance measurement was high and out of range in all vectors. Ts discussed troubleshooting options. A lead fracture was suspected but was not able to confirmed. The patient was referred to another physician for discussion of a lead revision. A revision procedure was performed approximately two months later where the other manufacturer's rv lead was surgically abandoned. The ICD was left implanted. No additional adverse patient effects were reported.